Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that this patient with a 21mm pericardial aortic valve was explanted after an implant duration of four (4) years and five (5) months due to severe aortic stenosis, moderate aortic insufficiency, and calcification. The explanted valve was replaced with a 21mm inspiris aortic valve. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21mm pericardial aortic valve was explanted after an implant duration of four (4) years, five (5) months due to severe aortic stenosis, moderate to severe aortic insufficiency, and calcification. The explanted valve was replaced with a 21mm 11500a aortic valve. Per the medical records, the 21mm 3300tfx was heavily calcified on all commissures and along the leaflets. The valve was extremely well incorporated in the annulus and removing the valve did partially disrupt the annulus and the aorto mitral curtain. There was intense scarring around the annulus and it was surprising that it was so small. However, with meticulous removal of all pledgets and scar tissue, the surgeon was able to enlarge the annulus reasonably well. A 23mm sizer was chosen, but was extremely tight. Instead, a 21mm 11500a valve went much easier and was measured to be adequate for this small patient. Also, the tissues were quite fragile throughout and the surgeon did not want to provide greater stress by forcing the larger valve. The 21mm valve was implanted and sutures were secured with cor-knot device. Because of the fragile tissues and slight enlargement of the annulus in the non-coronary area, a hemashield graft was selected for implantation allowing a less tenuous closure of the aorta as well as an enlargement of the root. The patient easily weaned from cardiopulmonary bypass without inotropic support. Tee demonstrated no perivalvular leak and a gradient of 4mmhg across the valve. The patient tolerated the procedure well and was transferred to the cicu in stable condition. The patient was deemed stable for discharge home on pod #4 with home health services.